Manufacturer narrative:
Event date is estimated. Further information requested but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy approximately in (B)(6) of 2017. Additionally, patient reported ipg had been explanted on (B)(6) 2017 due to ipg being inoperable. To address this issue patient underwent surgical intervention wherein the ipg was replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.